Manufacturer narrative:
Per dexcom user guide: compatibility: before upgrading your smart device or its operating system, check dexcom.com/compatibility. Automatic updates of the app or your device operating system can change settings or shut down the app. Always update manually and verify correct device settings afterward. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. Reportedly, the customer was attempting to use the incorrect supplies. Tandem customer technical support educated customer on how to upgrade supplies. No additional information was available.